Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'keeps turning off by itself' which were verified through a review of the event history log and reproduced during evaluation. The cause was determined to be a depressed battery contact pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump kept turning on and off by itself. There was no patient involvement. No additional information is available.